Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.6b, h6.

Event description:
Patient reported left side " a lump around the prosthesis and a collection of fluid around the prosthesis" (seroma, hematoma), radial folds, and left implant showing signs of rotation of its axes. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma and lump/nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and lump/nodule.

Event description:
Patient reported left side " a lump around the prosthesis and a collection of fluid around the prosthesis" (seroma, hematoma), radial folds, and left implant showing signs of rotation of its axes. Device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ seroma-late: unable to observe since it is not related to the device. ¿ lump/ nodule: unable to observe since it is not related to the device. ¿ hematoma: unable to observe since it is not related to the device. ¿ flipping: unable to observe since it is not related to the device. ¿ crease/ folding of implant: not observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side " a lump around the prosthesis and a collection of fluid around the prosthesis" (seroma, hematoma), radial folds, and left implant showing signs of rotation of its axes. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; b7; g2; h6.

Event description:
The device has been discarded.